Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Further follow-up revealed that the pt had undergone x-ray several months earlier due to a possible neck injury, but that the x-rays were reviewed by treating neurologist and did not reveal any discontinuities in the ncp system. X-rays taken after the high lead impedance result was obtained confirmed a break in the lead. The pt's lead was replaced.